Event description:
The compliant was reported by a customer from the USA. Delivery issue.

Manufacturer narrative:
Q core was notified about this complaint on the 5th of may and the report is submitted today from abundance of caution. (Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug.

Event description:
The compliant was reported by a customer from the USA. Delivery issue.